Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis (hd) clinic reported a machine alarmed of a blood leak and the blood leak strips tested as positive. Additional follow-up was made with the clinic manager, who stated the patient was connected to the 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm less than a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The patient dialyzed 3 times a week. The sample was available for evaluation.

Manufacturer narrative:
Brand name: optiflux 160nre dialyzer finished assy. Corrected catalog: 0500316e, unique identifier (UDI): (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis (hd) clinic reported a machine alarmed of a blood leak and the blood leak strips tested as positive. Additional follow-up was made with the clinic manager, who stated the patient was connected to the 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm less than a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The patient dialyzed 3 times a week. The sample was available for evaluation.

Manufacturer narrative:
Brand name: optiflux 180nre dialyzer finished assy. Catalog: 0500318e, unique identifier (UDI): (B)(4), lot number: 17ju01013, expiration date: 2020-06-30. Plant investigation: the device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, there were no defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test and a steady flow of bubbles (indicating a leak) was emanating from the cavity ID end potting cut surface. The dialyzer was then subjected to destructive disassembly to isolate the leak found during bubble point testing. Upon removal of the fiber bundle, a broken fiber was noted at approximately 350° with the dialysate ports at 0°. The product lot number provided was incorrectly reported and was updated from 17du01015 to 17ju01013, and catalog number updated from 0500316e to 0500318e. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak from a broken fiber in the dialyzer. The complaint has been deemed confirmed.

Event description:
A hemodialysis (hd) clinic reported a machine alarmed of a blood leak and the blood leak strips tested as positive. Additional follow-up was made with the clinic manager, who stated the patient was connected to the 2008k hd machine when the blood leak was observed. The serial number was unknown. The 2008k hd machine generated a blood leak alarm less than a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The patient dialyzed 3 times a week. The sample was available for evaluation.